Event description:
It was reported that a patient underwent a right elbow arthroplasty approximately 17 years ago. Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason. The surgeon has indicated that the patient may have polyethylene wear; however, this is unconfirmed until the revision occurs. Further, x-rays received indicate there is a bone fracture. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: 32810506302, interchangeable ulnar assembly, lot # 60640263. Catalog #: 32810502606, interchangeable humeral assembly, lot # 60609790. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-00379, 0001822565-2024-00380 h3 other text : remains implanted.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that the patient had a revision approximately 3 weeks ago due to loosening. The patient experienced pain and range of motion issues. No poly wear detected and no acute incident.

Manufacturer narrative:
(B)(4). Additional information received from the radiograph review noted free floating screws within the joint. However, these are not visually consistent with the pins that are used with the cm elbow or the part/lots provided. As none of these issues involved pin/bushing replacement kit this product can be voided.

Event description:
Additional information received from the radiograph review noted free floating screws within the joint. However, these are not visually consistent with the pins that are used with the cm elbow or the part/lots provided. As none of these issues involved pin/bushing replacement kit this product can be voided.